Manufacturer narrative:
Failed nut in lift motor.

Event description:
It was reported by service report that the head end lift hi-lo was drifting. No patient involvement or adverse consequences are reported.